Event description:
It was reported that the user experienced a high blood glucose reading, with cause unclear, and no alerts or alarms reported for the ilet bionic pancreas. Symptoms included hyperglycemia. Outcomes included no reported long-term impairment, no hospitalization, and no intervention beyond routine self-management. Investigation included attempts to contact the user for additional information. Investigation of this case revealed no device malfunction reported and no component-related issue identified due to unavailable details. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to lack of information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.